Event description:
After extracting the elbow fixator, the pt suffered from a refracture. The device was not returned. Two medical advisors at orthofix srl carefully examined the x-rays of the case and concluded as follows: there were clearly some tech problems during the drilling of the initial hole, because there are two unused drill holes in addition to the hole for the proximal humeral screw. There seems also to be another drill hole between this one and the distal bone screws. This means that there are four drill holes in a very short distance along the bone. This has obviously weakened the bone so that it fractured through the screw holes when the fixator was removed.